Event description:
During the investigation of electrode belt (B)(4) for an unrelated complaint, a reportable problem was detected during servicing. The trunk cable connector was cracked. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. Upon eval, the trunk cable connector was cracked. The cause of the cracked connector cannot be positively identified but was likely due to a result of excessive force. Once the trunk cable was replaced, the belt was fully functional. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.